Event description:
It has been reported to us that during the procedure the extension wire of the occlusion balloon wire separated from hypotube resulting in the occlusion balloon deflating while the physician was removing the stent delivery system from the patient. The physician inserted the occlusion balloon wire into the patient's carotid artery and inflated the occlusion balloon to occlude the vessel. The physician performed intervention a matas test. The test detected no issue and the physician deflated the occlusion balloon. The physician re-inflated the occlusion balloon and inserted an ivus device and performed intervention. The physician then inserted a pre-dilatation balloon and dilated the vessel. The physician inserted two stent delivery catheters and placed the stents. When the physician removed the stent delivery catheter the extension wire separated from the occlusion balloon wire resulting in the occlusion balloon deflation.